Event description:
Pt fell on knee 1.5 years postoperatively and experienced continued pain. Bone scan showed tibial loosening.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller states patient tested 10 mmol/l on the performa system at 17:00. Patient was treated with an unspecified amount and type of insulin via infusion pump. Patient tested 10 mmol/l an unspecified amount of time later. Patient became hypoglycemic at 17:30; arterial result was 2 mmol/l and patient tested 5 mmol/l, 6 mmol/l, and 9 mmol/l on the performa system at the same time. Patient's infusion pump was stopped, and patient was treated with unspecified carbohydrate supplement. Low blood glucose symptoms improved. Requested return of suspect device.